Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent thorough analysis. The first and second cylinder were microscopically, and leak tested. The first cylinder had a hole in the outer tube and broken fabric threads from wear in the proximal end of the cylinder. First cylinder had wear at fold in the distal end of the cylinder. First cylinder had a bulge in the middle of the cylinder when inflated with syringe. The second cylinder had avulsion of the outer tube from wear. Second cylinder had broken fabric threads and a hole from wear in the middle of the cylinder. Second cylinder had a leak from wear in the middle of the cylinder. The flat reservoir was microscopically, and leak tested. The reservoir had wear at a fold in reservoir shell and passed the leakage test. The pump was microscopically, leak and functional tested. No damage or abnormalities were found and passed the leak and functional test. Based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump, reservoir and two cylinders of this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, it was noted that the first and second cylinder, and the reservoir did not pass the microscope examination; the first and second cylinder did not pass leakage examination.